Event description:
It was reported that the ball tip of the dual end feeler broke off in the left t5 pedicle and could not be retrieved. No pt complications were reported.

Manufacturer narrative:
The device was returned to medtronic for evaluation. Visual examination confirms the ball tip of the straight end probe is broken off. Part appears to be made to specification. A review of the device history records found no documentation to indicate a non-conformance to specification.